Event description:
It was reported that the generator displayed a "test failed warning" error. The generator was returned to the manufacturer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, during self-test an error occurred, also the option key and impedance "+" are stuck. It was also noted that the main label was damaged, the display had intermittent bad pixels, the dispersive electrode connector was damaged and the catheter connector was damaged. (B)(4).